Event description:
It was reported that there was a "micro perforation" after just less than 2 months. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary; (B)(4) the full lead was returned and no anomalies were found. There was blood on/in the helix mechanism. The lead was stretched and has apparent explant damage.